Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).the cause of infection could not be traced to the device. Further information was requested but not received.

Event description:
It was reported that the patient had their implantable cardioverter defibrillator (ICD) explanted due to infection. No intervention has been reported for right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. No patient condition or further information could be obtained.